Event description:
Boston scientific received information that one day post this implant procedure, the left ventricular (lv) lead was exhibiting high thresholds and was not capturing. A chest x-ray revealed the lead had dislodged. The physician attempted to reposition the lead, however this was unsuccessful. No additional adverse patient effects were reported.

Manufacturer narrative:
As of this report, the lead has not been returned. Should this lead get returned or should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. Dried blood and body fluid had infiltrated the lead lumen which caused issues successfully passing guidewire insertion test. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.